Event description:
On 3/30/93, pt sustained a severe comminuted intertrochanteric fracture of left hip with extension into proximal 1/3 femoral shaft. On 3/31/93, pt had plate implanted. Pt developed a delayed union of the fracture. On 1/5/94, the side plate broke at junction barrell. On 1/9/94, pt had the device removed with insertion of an intramedullary nail with bone grafting and internal bone stimulator.